Manufacturer narrative:
(B)(4). Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. However, replace battery alarm, replace battery now alarm, power loss and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked retainer and minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected, lost power, power loss and replace battery now alarm. Customer states that battery was dead. Customer¿s blood glucose was unknown at time of incident. Customer states that internal power source was unable to charge and notification light did not stop flashing immediately. Customer declined troubleshoot for power error. Insulin pump will be return for analysis.